Event description:
Same case as 2134265-2015-01207. It was reported that a vessel dissection occurred. The vascular access was obtained via the radial artery. The 90% stenosed, 10x2.75mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified mid left anterior descending (lad) artery. After a 6f q3.5 mach1 guide catheter was placed, a non-bsc guidewire was advanced across the lesion. Predilation was performed with a 2.75mm x 8mm nc quantum¿ apex balloon catheter resulting in 40% residual stenosis. Subsequently, a 12 x 3.00 promus premier¿ stent was advanced, but resistance was met and it failed to cross the lesion. The physician felt the stent was moving on the delivery system while attempting to push the stent forward, therefore, he opted to remove the stent. A 2.5mm x15mm nc quantum¿ apex balloon catheter was then advanced to further predilate the lesion, but during use of this device a type a vessel dissection occurred in the lad. The procedure was successfully completed after a 32 x 2.75 promus premier¿ stent was implanted to cover the dissection. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the difficulty in advancing the 12 x 3.00mm promus premier¿ stent was highly probable to have initially caused the vessel dissection, which was aggravated during predilation with 2.5mm x 15mm nc quantum¿ apex balloon catheter.